Event description:
Pt alleged that device malfunctioned because device's display became unreadable and pt was not able to deliver an insulin bolus. Pt reported that device generated no errors during this time. Pt's blood glucose level was not affected by this event, and no treatment was received. Pt switched to back-up device.